Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/menstrual cramping') in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. Concurrent conditions included obesity, asthma, thyroid disorder and blood pressure abnormal. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) since (B)(6) 2011, benzoyl peroxide (cetaphil acne principles) since (B)(6) 2011, hydrochlorothiazide since (B)(6) 2019, ibuprofen since (B)(6) 2011, levothyroxine sodium (levothyroxine) since (B)(6) 2019, paracetamol (tylenol) since (B)(6) 2011 and salbutamol (albuterol hfa) since 2002. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced skin discolouration ("rashes or skin conditions type: dark spots"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine / migraines/headaches"), headache ("headaches"), mood swings ("hormonal changes: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and tooth disorder ("dental probs"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have benign hepatic neoplasm ("tumors teratoma / cancer type: non-cancerous tumor on liver"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). In may 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In november 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), nausea ("nausea"), abdominal pain ("abdominal pain") and thyroid disorder ("thyroid issues"). The patient was treated with surgery (essure removal scheduled may2019). At the time of the report, the dysmenorrhoea, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache, mood swings, fatigue, alopecia, benign hepatic neoplasm, vision blurred, nausea, vaginal discharge, abdominal pain, vaginal haemorrhage, urinary tract infection, skin discolouration, dyspareunia, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, alopecia, benign hepatic neoplasm, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, skin discolouration, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results not provided. Lot number: 758628, manufacturing date: 2010/07, expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)/menstrual cramping') in an adult female patient who had essure (batch no. 758628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. Concurrent conditions included obesity, asthma, thyroid disorder and blood pressure. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6) 2011, benzoyl peroxide (cetaphil acne principles) since (B)(6) 2011, hydrochlorothiazide since (B)(6) 2019, ibuprofen since (B)(6) 2011, levothyroxine sodium (levothyroxin) since (B)(6) 2019, paracetamol (tylenol) since (B)(6) 2011 and salbutamol (albuterol hfa) since 2002. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced skin discolouration ("rashes or skin conditions type: dark spots"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine / migraines/headaches"), headache ("headaches"), mood swings ("hormonal changes :mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and tooth disorder ("dental probs"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have benign hepatic neoplasm ("tumors teratoma / cancer type: non-cancerous tumor on liver"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), nausea ("nausea"), abdominal pain ("abdominal pain") and thyroid disorder ("thyroid issues"). The patient was treated with surgery (essure removal scheduled (B)(6) 2019). At the time of the report, the dysmenorrhoea, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache, mood swings, fatigue, alopecia, benign hepatic neoplasm, vision blurred, nausea, vaginal discharge, abdominal pain, vaginal hemorrhage, urinary tract infection, skin discolouration, dyspareunia, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, alopecia, benign hepatic neoplasm, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, skin discolouration, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results not provided. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions type: dark spots, dyspareunia (painful sexual intercourse), weight gain were added. Event visual impairment updated to blurry vision. New reporter, plaintiffs information added. Concomitant conditions, drugs added. Historical condition and lab data added. Event: tumor /teratoma / cancer updated to benign hepatic neoplasm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual cramps ('dysmenorrhea (cramping)') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual cramps (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), tooth disorder ("dental probs"), migraine ("migraine / migraines/headaches"), headache ("headaches"), mood swings ("hormonal changes :mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision probs"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/loss"), abdominal pain ("abdominal pain") and menstrual cramp ("dysmenorrhea") and was found to have neoplasm ("tumors"), teratoma ("teratoma") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled (B)(6) 2019). At the time of the report, the menstrual cramps, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, migraine, headache, mood swings, fatigue, alopecia, neoplasm, visual impairment, nausea, teratoma, neoplasm malignant, vaginal discharge, weight fluctuation, abdominal pain and menstrual cramp outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual cramps, migraine, mood swings, nausea, neoplasm, neoplasm malignant, teratoma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment, weight fluctuation and menstrual cramp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results not provided. Imaging procedure - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received : reporter information updated. New events " hormonal changes ¿ mood swings, nausea, teratoma/cancer, vaginal discharge, weight gain/loss, abdominal pain, dysmenorrhea (cramping) ", lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.